Event description:
The risk mgr reported: "nnicu infusion set tubing, used for arterial line had a hole in it, noted on (B)(6) 2012 at 9:00 am. Pump was signaling 'occlusion' 'empty', however the bag was not empty. The rn followed the tubing and noted wetness on tubing. (Hole marked). Tubing added on (B)(6) 2012 at 20:00 pm; and no problems noted. No pt harm. Defective tubing was saved and incident report completed." There was no leak noted during priming. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.